Manufacturer narrative:
H6: for 8253002 with sn (B)(6): fdr: c19 fdc: d14 b21, c21, and d16 no longer apply for 8253200 with sn (B)(6): fdr: c02 fdc: d02 b21, c21, and d16 no longer apply h3: for 8253002 with sn (B)(6): analysis found that there was no fault in the device. For 8253200 with sn (B)(6): analysis found that the fuses were broken. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B3: additional information suggest that date of event: (B)(6) 2021 no longer apply to this event. H6: fdd:a0902 is for the mainframe while fdd:a25 for the interface. Additional information suggest that img:g07001 for mainframe and fdd:a23 and imf:f24 for both mainframe and interface no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received mentioned that the mainframe started up, but it was frozen after it during the parotid tumor resection. And then, they could not progress the screen to the monitoring screen. There was no allegations against the patient interface specifically. However, the customer sent it for maintenance requests along with the mainframe. There was no troubleshooting was done. There was a back-up device used. There was no impact on neither the patient nor the staff.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(4), UDI#: (B)(4). Device evaluated by MFR: analysis results were not available as of the date of this report.  A follow-up report will be submitted when analysis is complete. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the nerve monitoring system was not working/operate during the procedure. There was no known patient impact reported.